Manufacturer narrative:
Visual inspection performed by r&d project manager on september 27, 2018: the particles of coating were well visible in the package, detached from the implant. The debris was present inside the blister, in which many scratches were visible due to the impingement between blister and debris. Moreover, the internal mousse was deformed and with a consistent presence of holes caused by debris. According to the preliminary inspection, a possible root cause can be related to a problem that occurred during the transportation. Coating manufacturer analysis received on october 01, 2018: packaging blister is evidently damaged, a possible root cause can be related to a problem that occurred during the transportation.

Manufacturer narrative:
On (B)(6) the coating supplier checked the batch documents without finding any technical anomaly related to the processes of both devices. On (B)(6) the r&d project managed analysed the images received, commenting: in all the images, particles of coating can be noted inside the packaging. Also the image relative to the internal blister shows evident damages and scratches. Problem of transportation can be a reasonable reason to explain the condition of both packaging and implant. Batch review performed on (B)(6) 2018: lot 160433: 19 items manufactured and released on (B)(6) 2016. Expiration date: 2021-04-12. No anomalies found related to the issue. To date, 1 item of the same lot has been already sold without any similar reported event. Mpact double mobility acetabular shell ø64 ref. 01.32.164mb lot. 162394 (k143453): the 15 items manufactured and released on (B)(6) 2016. Expiration date: 2021-07-05. No anomalies found related to the issue. To date, 1 item of the same lot has been already sold without any similar reported event.

Event description:
During surgery it was noticed that 2 implants had debris inside the packaging.